Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. Additionally, the reported event of low flow alarms was confirmed through the evaluation of the submitted log files. The account reported that the patient experienced the low flow alarms in the setting of cardiac arrythmia and decreased blood pressure. Evaluation of the submitted controller event log file confirmed low flow events on 13mar2024 and 21mar2024 when the estimated flow fell below the low flow threshold of 2.5 lpm to 2.0-2.4 liters per minute (lpm). Of these faults, only two lasted long enough to trigger low flow alarms. No other notable events were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on the hm 3 lvas, serial number (B)(6) and no further events have been reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and renal dysfunction as adverse events that may be associated with the use of the hm 3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication that may be associated with the use of the hm3 lvas. Section 1 also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was having low flow alarms related to heart rhythm. The log file captured low flow alarm events on (B)(6) 2024. The patient had arrhythmia and blood pressure dropped during event. The alarms resolved with arrhythmia management. The patient recovered quickly with dialysis ongoing during low flow. The patient experienced 1st degree heart block. They had history of ventricular tachycardia pre-left ventricular assist device (lvad). The arrhythmia in this event was not thought to be device or therapy related. Implantable cardioverter defibrillator (ICD) was implanted prior to lvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.